Event description:
It was reported that the patient underwent initial stimulation approximately one month ago. She reported poor progress at that time. At her follow-up appointment on 08/13/2009 it was noted that she had higher mcl on electrode 7 and reported no auditory perception on channels 8-12. Surgical report indicated that electrodes 11-12 are extracochlea. Patient was re-mapped with 6 electrodes disabled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.